Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 480 mg/dl which gets high when her sensor is not working blood glucose can get up to 600 mg/dl at times when she is not with her sensors and which was treated with insulin pump. The customer also experienced nausea vomiting abdominal pain difficulty breathing increase thirst and need to use the bathroom fatigue. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The report created because MDR is a duplicate and was reported in error. The event was reported on 2032227-2020-113226 // case - (B)(4).